Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle, break, and material separation were confirmed. Difficult to advance and difficult to remove are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was advanced with force. It should be noted that the electronic perclose proglide instructions for use (IFU),states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the guide broke during insertion based on the difficult to advance and separated with the deployment of the needles. The broken guide would change the orientation of the foot causing a likely needle strike leading to the foot separation. It is possible the foot separated during the attempt to remove the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed emdr, additional information was received:a posterior foot break not returned was found during evaluation of the returned device. Follow up with the account confirmed a foot break held together by a thread [actuator wire] occurred. The device was removed as a single unit. It is unknown how the posterior foot became separated and was not returned. However, it was confirmed that nothing remained in the patient. No additional information was provided.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an secondary arteriotomy closure of the left common femoral artery using a proglide device after a transcatheter aortic valve replacement interventional procedure with a 6f sheath. Reportedly, there was significant resistance advancing the device into the anatomy. The device was eventually positioned and deployed. A cuff miss [suture retrieval issue] occurred. When retracting the device out of the anatomy, resistance was encountered resulting in a guide separation. The distal guide remained in the patient; however, it was able to be simply pulled out without issue. A new closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.